Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the lead exhibited no capture despite several repositioning attempts. On the final attempt, the impedance was noted to be high. It was also noted that the helix would not retract appropriately. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.